Event description:
It was reported that stimulation could cause problems with the patient¿s arm, where she could not even pick up a glass. She had ¿electrocuted¿ sensation at times. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).